Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain and lumbar radiculopathy. It was reported the patient's pump was not currently infusing drugs and not working. The caller did not have any additional details. The caller was recommended to consult with managing hcp to discuss state of pump and discretion on post-MRI pump interrogation. There was no out of box failure and no symptoms reported.